Event description:
It was reported that the measurement block with spo2, nibp, and temperature needs to be replaced as the ra shows as off and lead iii is the only one visible. The device was reported as being in use at the time of the event on a patient. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact.